Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. Visual inspection found the flange that opens and closes the jaws had fractured. The broken flange piece was returned. The customer reported a component disengaged not into cavity. The reported condition was confirmed. When the handle latch was retracted or released, the jaws would not open or close. The metal flange that pulls the inner tube to open the jaws was broken off and the broken piece was returned. The tube is made of stainless steel and should not break without exerting excessive force or abuse. The investigation identified the root cause of the reported event to be attributed to the user applying excessive force to the instrument. The IFU warns: this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during initial use in a gastrectomy, a metal piece detached from the jaws of the device. The piece did not fall within the patient.